Event description:
A report was received that a patient was explanted due to an infection at the lumbar incision site. The patient's symptoms included minimal purulent drainage and epidural abscess. The patient was admitted to the hospital's ICU for pain management and intravenous antibiotics (vancomycin and rocephin). The physician is unsure of the cause of infection but does not believe it to be device related. The patient's symptoms have resolved since the explant and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-11102, serial#: (B)(4). Description: precision implantable pulse, model#: sc-2218-50, serial#: (B)(4). Description: linear st lead 50cm, model#: sc-4316, lot#: 15225565. Description: next generation anchor kit-sterile, the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.